Event description:
Nurse found the secondary medication was running directly into the main bag due to nonfunctioning backcheck valve. Nurse replaced IV tubing and the same situation recurred. A third tubing of the same lot number was used which functioned propelry.